Event description:
It was reported that there was a lia (lead integrity alert) triggered for episodes of nsvt (non-sustained ventricular tachycardia). The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: 5076 implantable pacing lead, (B)(6) 2011. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter), and that the criteria for the right ventricular lead integrity alert were met.